Event description:
It was reported that a pt underwent a ross open heart procedure on (B)(6) 2010 and a drain was placed and connected to a pleurovac. On (B)(6) 2010, a cut/slit was found on the drain. The damaged portion of the drain was cut off and the drain was reattached to the pleurovac. The pt was sent home on (B)(6) 2010. There was no known adverse pt consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.